Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was on a patient getting low fio2 (fraction of inspired oxygen) readings in 40-60 range. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite evaluated the device ventilator has 68719 hours. Performed calibrations and operational verification procedure. Ventilators meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.